Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of weight increased ('weight gains') and libido decreased ('boring dry sex/no sex drive') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have weight increased (seriousness criteria medically significant and intervention required) and experienced libido decreased (seriousness criteria medically significant and intervention required). The patient was treated with laparoscopic hysterectomy. Essure was removed. At the time of the report, the weight increased and libido decreased outcome was unknown. The reporter considered libido decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: libido decreased and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of weight increased ('weight gains') and libido decreased ('boring dry sex/no sex drive') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have weight increased (seriousness criteria medically significant and intervention required) and experienced libido decreased (seriousness criteria medically significant and intervention required). The patient was treated with laparoscopic hysterectomy. Essure was removed. At the time of the report, the weight increased and libido decreased outcome was unknown. The reporter considered libido decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: libido decreased and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.